Event description:
Patient having transcatheter aortic valve replacement (tavr) and during deployment of catheter, it was discovered the tip was bent requiring removal from patient with catheter intact. A new kit had to be used.